Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was between one to two centimeters.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that it was suspected that the clamp used on the straight suction was not tightened sufficiently, resulting in movement of the suction and an eventual imprecision. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was reported to have occurred when using the straight suction. The reported issue occurred while navigating. Re-verifying the instrument would temporarily restore precision, however it would revert to an inaccuracy. The surgeon elected to use a separate instrument to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.